Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow, mildly calcified lesion in the distal anterior tibial artery. A 2.0 x 20mm armada 14 xt balloon dilatation catheter was inflated to 14 atmospheres and ruptured. A portion of the balloon detached from the catheter and lodged in the distal anterior tibial artery. Resistance was noted during removal of the bdc with the anatomy. No further intervention was performed. The patient remains unchanged from pre-procedure status. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported difficulties and subsequent patient effect was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: there were no attempts made to remove the balloon fragments from the vessel. No additional information was provided.